Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump volume discrepancy with the actual residual volume greater than the expected residual volume. No specific volumes were given. Patient had a pump replacement and at refill the aspirated volume was more than the expected volume. Additional information has been requested, but was not available as of the date of this report.